Manufacturer narrative:
The customer has not responded to any additional requests for information other than to say the device is returned to service without providing details. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The customer reported the unit down. Although requested, it is unknown if the device was in clinical use at the time of the even. There was no report of patient or user harm. Further information is pending.